Event description:
It was reported that following the implant procedure, the patient experienced chest pain. Diagnostic imaging confirmed that the right ventricular (rv) lead was perforated. But no cardiac effusion was apparent. The physician referred the patient to a separate facility for rv lead revision. Additional information was requested, but not yet received.